Event description:
Philips received a complaint by the customer on the v60 indicating a high-pressure message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their unit had been removed from service due to a high-pressure message. The customer stated that the ventilator peak alarm was going off on it's own. A field service engineer (fse) went onsite and checked the logs but found no errors. The fse performed all performance verification tests and device passed all tests as well as running the device for 20 minutes but finding no errors populating on the screen. The fse was unable to replicate the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.